Event description:
It was reported that customer experienced cgm error and requested assistance. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through pump reset, issue did not recur after reset, and customer was advised to wait 20 minutes before starting sensor session, which customer understood and accepted.